Event description:
It was reported that the blocker caps stripped during final tightening.

Manufacturer narrative:
Method: risk assessment; results: manufacturing files were not reviewed because no parts or lot number were provided. Conclusion: the stryker rep reported that the surgeon followed the surgical technique for implantation, however, the probable cause is not determined due to lack of returned parts.

Event description:
It was reported that the blocker caps stripped during final tightening.